Manufacturer narrative:
As received, the device was unable to be interrogated. The cause of the loss of telemetry was found to be due to low battery voltage from premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The investigation results will be provided in the final report. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
The patient presented in the emergency room with complaints of dizziness. The patient had bradycardia and an attempt to interrogate the device was made but the device could not be interrogated. There was a loss of pacing noted as well. Premature battery depletion was suspected to be the cause. The device was explanted and replaced and the patient was stable following the procedure.